Event description:
The physician stated that it was necessary to remove 2 essure micro-inserts from a patient in 2009, due to severe abdominal pain, the patient was experiencing since her essure implantation the month prior. The left device was removed hysteroscopically and the right device was removed laparoscopically, as it was not visible hysteroscopically. The doctor reported that the uterus and abdomen appeared normal; the devices were not perforated and appeared to be normal after removal. It was reported that the patient's pain has resolved following device removal. The doctor stated that he believes that the patient's pain was directly related to the essure micro-inserts.

Manufacturer narrative:
Analysis of returned device: a physical examination was performed on returned product: one essure micro-insert without delivery system. The product was assessed for damage and other deformation that would indicate non-conformance to specification and/or a functional problem. The following physical findings were made during the investigation of the returned micro-insert: distal tip of micro-insert appeared normal; proximal end of micro-insert inner coils appeared normal, no pronounced stiffness observed; platinum half-band outer coils appeared normal. The adverse event, severe abdominal pain post implantation, could not be confirmed by the physical findings of the returned product. The assessment concluded that the micro-insert was within specification, and no evidence of malfunction was found.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs